Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information received from the field representative that this lv lead was explanted due to dislodgement. Furthermore, physician tried repositioning the lv lead due to high threshold measurements however was unsuccessful. This lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.